Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3387, product type: lead. Product ID: neu_unknown_ext, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative about an unknown patient with an implantable neurostimulator (ins) for unknown symptoms. It was reported that the patient possibly had a lead revision due to a potential infection at the lead/extension connection.